Event description:
It was reported the patient was admitted to the hospital and diagnosed with a hematoma at the ipg site. The patient's scs system was later explanted on (B)(6) 2023 and not (B)(6) 2023.

Manufacturer narrative:
A patient developed a hematoma was reported to abbott. The patient was brought to the or with a suspected infection. The patient was admitted to the hospital and diagnosed with a hematoma at the ipg site. The patient's scs system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient developing a hematoma was reported to abbott. The patient was brought to the or with a suspected infection. The ipg was removed. No infection, but a small hematoma was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with a hematoma at the ipg site. The patient's scs system was later explanted.